Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot#: (B)(6), ubd: 31-mar-2024, UDI#: (B)(4), h3: analysis of the communicator, model: tm90t0, s/n: (B)(6), revealed that the micro usb interface was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. During the call, the pt reported that the communicator light didn't come on at times or the light would blink when trying to charge the communicator. Pt said that the charging cord wiggled a little bit in the communicator port. Pt said that the communicator light kept flipping between orange and green. Agent sent a request to repair to replace the communicator. When asked for the event date, pt said that it had been probably about a month.